Manufacturer narrative:
(B)(4).

Event description:
Same case MDR ID: 2134265-2014-01941. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 2.50x20mm emerge balloon catheter was advanced for pre-dilatation. Upon the first inflation at 10 atmospheres the balloon ruptured. The device was completely removed from the patient. The physician replaced it with a 3.0x15mm nc quantum apex balloon catheter. Upon the first inflation at 10 atmospheres the balloon ruptured. The physician removed the device intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
Same case MDR ID: 2134265-2014-01941. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 2.50x20mm emerge balloon catheter was advanced for pre-dilatation. Upon the first inflation at 10 atmospheres the balloon ruptured. The device was completely removed from the patient. The physician replaced it with a 3.0x15mm nc quantum apex balloon catheter. Upon the first inflation at 10 atmospheres the balloon ruptured. The physician removed the device intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no packaging or other devices. There was blood and contrast in the inflation lumen. The catheter was visually and tactilely inspected; there was a shaft kink 18.5cm from the distal tip and tip damage. Microscopic examination of the balloon revealed a balloon pinhole 15mm from the distal tip. The balloon was prolapsed at the distal end. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
Same case MDR ID: 2134265-2014-01941. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 2.50x20mm emerge balloon catheter was advanced for pre-dilatation. Upon the first inflation at 10 atmospheres the balloon ruptured. The device was completely removed from the patient. The physician replaced it with a 3.0x15mm nc quantum apex balloon catheter. Upon the first inflation at 10 atmospheres the balloon ruptured. The physician removed the device intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).